Event description:
It was reported that the insulin pump was frequently becoming hot and failing to fully charge, despite using various charging cables. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to return the problematic pump and sent a replacement pump along with charging supplies. The customer received instructions on how to store the pump before returning it and was advised of steps to take upon receiving the replacement, which they understood and acknowledged.